Event description:
It was reported that the patient went to the emergency room (ER) with symptoms of diabetic ketoacidosis (dka), including dizziness, weakness, and anxiety. The patient's blood glucose (bg) level reading was "high" (>400 mg/dl) while wearing the pod on the arm for between 1 and 4 hours. The patient placed a new pod whilst in the ER which lowered the bg's. The patient was only monitored at the hospital with no other treatment. The diagnosis was dka, he was discharged after 1.5 hours of observation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone13.4. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.